Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Investigation summary: received one navarre catheter for evaluation. A photo review could not determine the presence of hub crack. Visual inspection identified a crack to the proximal luer hub. Therefore, the investigation is confirmed for a connector break/crack. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided percutaneous trans hepatic cholangiography drainage (ptcd), the connection part allegedly broke when the operator extracted bile with the injection syringe. It was further reported that another product was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided percutaneous trans hepatic cholangiography drainage (ptcd), the connection part allegedly broke when the operator extracted bile with the injection syringe. It was further reported that another product was used to complete the procedure. There was no reported patient injury.